Event description:
During the last follow-up, for the ICD involved in this MDR report: the physician observed that many instances of shock therapies not delivered for overload occurred before the release of an effective shock treatment. After a review/analysis of the follow-up data, the physician decided to explant the device and asked for an analysis of the device. It was reported that also during the reintervention, it shows a small burning on the case of the ICD and the lead was melted a beat. The physician was not able to implant a new lead and decided to keep the old one, repairing it where it was melted.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.